Event description:
Additional information was received that there was also oversensing of noise causing an unnecessary charge from the device. No therapy was given for the oversensing of noise.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was noise on the s-ECG with undersensing. The noise was able to be reproduced during isometrics in two different sensing vectors. An x-ray was taken and it was thought the sense a electrode appeared to have moved more lateral one week post implant. Boston scientific technical services (ts) reviewed the s-ECG and discussed programming options for the patient. The patient was brought into the clinic and exercise maneuvers were done in an attempt to elicit the noise. Reprogramming of the sensing vector resolved the oversensing of noise. At this time the clinic has opted to continue monitoring the patient and the electrode remains in service. No adverse patient effects were reported.